Event description:
It was reported that during a pci procedure, the maverick2 monorail balloon ruptured at 12 atms on the intial inflation. The calcified, severly tortuous, and 90% stenosed lesion was located in the proximal left circumflex (lcx) coronary artery. The procedure was successfully completed with a 15mm x 2.5mm quantum maverick monorail catheter. No patient injuries or complications were reported. Patient status is reported as "good".